Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an ''underinfusion'' of medication while using as one-link needle-free intravenous (IV) connector. Slower than expected flow occurred when 100 ml bags and IV acetaminophen was connected for administration. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.